Manufacturer narrative:
Investigation results: the complaint of foreign matter on the IV catheter was confirmed and the cause appeared to be manufacturing related. Three photographs and 105 sealed representative samples were provided for investigation. The photos showed a dark colored material on the IV catheter near the tip. The catheter from the photographs was not provided for investigation. The composition and source of the material could not be identified from the photographs. From the returned physical samples, foreign matter was identified in the seal of two samples, which indicates that the particulate was introduced during the packaging process. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard metal shavings on catheter. The following information was provided by the initial reporter: there were metalic shavings on these catheters. No patient harm.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.